Event description:
It was reported that the patient experienced a lack of therapeutic effect from their implantable neurostimulator. It was also reported that the patient experienced high impedances. Impedances of >4000ohms were recorded on some of the bipolar pairs. Rerunning impedances at 4.0v and 450pw it was discovered that impedances for electrodes o and 1 and 5 and 6 were >4000ohms. Programming was going to be attempted but had not been performed the time of this report. Additional information has been requested, but was not available as of the date of this report.